Event description:
It was reported that the serial number on the device was at all zeros and the clinical specialist (cs) was inquiring why. The cs was informed that the device underwent a power on reset (por) and the serial number did not get changed back to a normal value. Cs was able to plug in the correct serial number. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.